Event description:
Distal part of a mesa rod pulled out of the l5 screw on the right-hand side of the construct approximately 5 months post-operatively. The patient was revised and both rods were replaced.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as no lot number has been identified/confirmed in this case. Since the rod was not returned no physical, material, chemical evaluation could be performed, and the exact cause of the reported issue could not be ascertained. A review of the manufacturing and inspection records did not reveal any contributing information/trends. Manufacturer is not expecting additional information and considers this to be a closing report.

Manufacturer narrative:
The representative has indicated that the patient presented at the clinic complaining of recurring back and leg pain. The rods were replaced with longer rods. The patient sustained no further injury or harm due to the rod disengagement and is reportedly doing fine post-revision. Unfortunately, the rods were discarded and the screws remain implanted so an actual analysis of the parts in question will not be able to be performed. The manufacturing and inspection records for the rods and screws will be reviewed as part of the investigation. Attempts are underway to obtain additional information from the surgeon which could help in determining the cause of the incident. (B)(4).